Event description:
It was reported that during an unk procedure, the device malformed staples. Not noted how case completed. No patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.